Event description:
It was reported that the patient presented with shortness of breath, fatigue, chest pain, swelling, fever, and edema. There was no capture of the right ventricle (rv) and lead perforation was confirmed. The rv lead was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. However, there was blood/body fluid on the proximal conductor (not obstructed). It was noted that the inner tubing was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.